Event description:
It was reported that after a supply change on an ilet system using an inset infusion set, the user experienced hyperglycemia with cgm and fingerstick readings at 350 mf/dl despite meal announcement; tubing priming was incomplete until additional fill was performed, and no alerts or leaks were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, characterized as improper or incorrect procedure related to the tube component due to incomplete priming. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.